Event description:
It was reported that during an unknown procedure, approximately ten minutes into the surgery, the error code ¿release pressure on blade¿ appeared on the generator. This error code was shown three times followed by ¿clean the blade¿ and ¿tighten assembly.¿ all instructions was followed but the instrument was still not usable and ¿change the instrument¿ was shown on the display of the generator. The territory manager was present and the way that the surgeon used the instrument was not wrong in any way, he was not grasping too much tissue or anything like that. One thing that was noticed from the very start before all the trouble with error codes began was when the nurse was assembling the instrument before the start of the surgery. She felt that the torque wrench was a little hard to remove after assembling the instrument. The surgery was continued and finished with a new ace36e. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the error codes "relax pressure on blade", "tighten assembly" and "replace instrument" were displayed during analysis and that there were difficulties when the device was assembled and disassembled. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. In addition, no difficulties were noted when the device was assembled to the handpiece and the rotation knob rotate freely. A probable cause of an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.